Event description:
It was reported that during a vats wedge resection procedure, the tech went to put a new cartridge in the device after the initial firing and it would not seat into the jaws. Upon examination, it was noticed that the metal pan of the cartridge had separated from the plastic of the previous firing and it remained in the jaws. The metal pan was removed and the device was loaded with another cartridge. It fired without difficulty. The procedure was continued without any patient impact.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.